Event description:
The initial rptr indicated that a pt was exposed to residual glutaraldehyde from a medical device that had been cleaned with a cu device. There was no adverse pt outcome.

Manufacturer narrative:
Upon investigation, it was determined that an adapter for the air channel for the scope had been plugged with gauze on the output end. This condition would cause the reported device problem. The gauze was removed and the sys was returned to service with no other incidents.